Event description:
It was reported that during use, when attempting to deflate the balloon of the fogarty catheter, the balloon deflation seemed slower than usual. The device was removed from the patient because of this abnormality. No new incision was required at the time of the catheter removal, and the balloon was confirmed to be finally deflated. There was no information about the inflation test before use. Patient demographics were requested but not available. There were no patient complications reported.

Manufacturer narrative:
Our product evaluation lab received one model 12tlw405f35 catheter. The reported balloon deflation issue was confirmed. The balloon latex and both windings appeared to be in good condition. The balloon was inflated with 1.7 cc air and the balloon inflated clear and concentric for five minutes. The balloon was again inflated using 0.9 cc water and the balloon inflated clear and concentric, however, resistance was felt. The balloon deflation was achieved in 57 seconds by pulling back on the syringe plunger as recommended. The maximum deflation time from full capacity is 15 seconds while pulling back on the syringe plunger. A lab stylet wire was inserted into balloon inflation lumen and became stuck at proximal side of proximal windings. Closer examination found that an indentation was on catheter body between 1.6 cm to 2.5 cm from the tip. The through lumen was patent without any leakage or occlusion. The sample will be sent to irvine for further investigation. An engineering evaluation task assigned to manufacturing site for further investigation. A supplemental will be sent with the results, as well as the device history record review results when completed.